Manufacturer narrative:
Implant dated corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2016 (B)(6), e-mail from affiliate's states that implant date is (B)(6) 2016, not (B)(6) 2016. E-mail from (B)(6) 2016 from affiliate states that removal surgery was successfully completed, no material will be returned for investigation.

Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Exact date of post-operative incident is unknown; however, the issue was discovered via x-ray on (B)(6) 2016. (B)(4). The reported implant date of the device ((B)(6) 2016) is one day prior to the manufacturing date of the device (february 23, 2016). Additional efforts will be made to clarify the reported information. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 23, 2016 - expiry date: february 1, 2026. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR showed this lot was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2016 due to femoral head penetration. The patient was originally treated for a femoral trochanteric fracture via the implantation of a trochanteric fixation nail advanced (tfna) construct on (B)(6) 2016. Follow up x-rays captured on (B)(6) 2016 identified that the blade had penetrated through the patient's femoral head. As a result, the patient returned to the operating room for hardware removal with a revision to a bipolar hip arthroplasty. Following the successful completion of the procedure, the surgeon inspected the explanted devices and did not notice any defects (such as abrasions or fragmentation). The likely cause of penetration, per the surgeon, was rotating implants within the femoral head. Concomitant device(s) reported: titanium cannulated tfna nail (part: 04.037.012s / lot: 9981449 / quantity: 1). This report is 1 of 1 for (B)(4).